Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e315 e3vent could not be reproduced and the root cause could not be determined. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera lll colonovideoscope displayed an e315 (scope communication error) when the device was plugged in. The reported issue occurred during preparation of use for an unknown procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. During the evaluation, the following findings were observed: bending angle in the downward direction did not meet the standard value; the play of upward/downward knob was reduced; adhesive around light guide lens was worn; adhesive on bending section cover (a-rubber) had a crack; light guide lens had a chip; insertion tube had a torn boot; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.